Manufacturer narrative:
Concomitant products: 1158t, implanted: (B)(6) 2010; 7120q, lead, implanted: (B)(6) 2010.

Event description:
It was reported by the patient the device was moving around and wanted to know if it was normal to "probe to armpit." The patient also indicated that it is uncomfortable when the device is moving around. Follow up confirmed that the device was causing pain and the implantable cardioverter defibrillator (ICD) pocket was revised surgically which resolved the issue. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.